Event description:
It was identified during central processing, that the tips were misaligned on the maryland bipolar forceps instrument. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip tip was bent. One grip was bent, causing side to side misalignment of the grips. There was a .075 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause remains overloading at the tip. Electrical continuity passed. Additional observations found during failure analysis: the distal end of main tube had various scratch marks with light material removed. The scratches were not aligned with the tube axis. The instrument main pitch cable was loose. The pitch cable started to unravel at the distal clevis hub. No other cables at wrist were damaged. No other damaged was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches were to recur could cause or contribute to an adverse event.